Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient was overdosed during a refill a couple of months back. When the patient went back to that doctor the doctor took away the patient's oxycontin that they took twice a day. The doctor also lowered the meds in the pump and told the patient to find another doctor. It was reported that the patient's pain pump was empty and the consumer stated they felt like the patient was going through withdrawal. The overdose during refill occurred on (B)(6) 2017. It was reported that after the patient went out to their car they "died." It was reported that the patient was given narcan. It was reported the doctor stated they had overdosed the patient. It was reported at first they thought the issue was due to the oxygen the patient receives until they realized that it was an overdose. It was reported that the patient was supposed to have a refill about "3 days ago or so," but this is when the doctor started to taking away the patient's medications. It was reported that an audible alarm was not heard. The patient's withdrawal symptoms were noted as diarrhea, and their legs and stomach have pain. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. Circumstances that led to the overdose were not know, and the caller stated, "we're trying to figure that out too." The caller reported, ¿they said she was taking too much oxycontin, and that¿s what did it, but that's not what did it.¿ ¿she was taking like 1/2 of 40 mg pill per day. If they checked her urine they would have seen she didn't have a lot of oxycontin in her system. They tried to blame on oxygen tank that got low which is not true." On the day of the incident, ¿the patient's throat closed and that has nothing to do with the oxygen.¿ the caller then reported that the patient didn't go through withdrawal and it was narcan that saved her. The patient¿s weight was reported. There were no further complications reported/anticipated.